Event description:
It was reported that a successful magnetic resonance imaging (MRI) was performed with this cardiac resynchronization therapy defibrillator (crt-d). During the initial MRI protection mode programming ts reviewed the data and identified high out of range pacing impedance measurements greater than 2000 ohms in the left ventricular (lv) channel. Proper device function was confirmed after the MRI was completed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.